Manufacturer narrative:
A full analysis of the data logs and the patient folder has been performed and this analysis concluded that the results of the automatic fusion between the CT-scan and the different MRI were not accurate. The user had to perform manual adjustments in order to match the CT-scan correctly with one of the MRI. It appeared that the first slices of the CT-scan show the neck and the shoulders of the patient which is not useful to have for the procedure. Selecting a subset of slices for the CT-scan without the unnecessary slices improved the results obtained for automatic fusion. In such conditions, less manual adjustments were required compared to the results obtained when all the slices of the CT scan were taken into account. In this case, all the slices were selected by the user during the different tries to merge the CT-scan with the different MRI. No failure of the device occurred. Corrected data: b1 report type b2 outcomes attributed to adverse event (empty) b4 date of this report g3 date received by manufacturer h1 type of reportable event h2 if follow-up, what type h3 device evaluated by manufacturer h6 adverse event problem h10 additional narratives/data

Event description:
Prior to the start of surgery, CT scan for fiducial registration had rotational error in all 3 planes with automatic merge to all MRI images. Resident was able to make manual adjustments to make the merge accurate. Patient was under anesthesia at this time and caused a 20 minute delay in the start of surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Prior to the start of surgery, CT scan for fiducial registration had rotational error in all 3 planes with automatic merge to all MRI images. Resident was able to make manual adjustments to make the merge accurate. Patient was under anesthesia at this time and caused a 20 minute delay in the start of surgery.